Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported bd pen needle autoshield duo 30gx5mm EU had a safety shield failure, leakage, and was unable to deliver insulin. The following information was provided by the initial reporter: "administered patient (ab) insulin using pen device and safety needle using taught technique. Red safety bar did not activate after administration - liquid seen on skin after administration."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd pen needle autoshield duo 30gx5mm EU had a safety shield failure, leakage, and was unable to deliver insulin. The following information was provided by the initial reporter: "administered patient (ab) insulin using pen device and safety needle using taught technique. Red safety bar did not activate after administration - liquid seen on skin after administration"